Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement the balloon catheter met resistance with the mildly calcified, moderately tortuous, 99% stenosed anatomy causing the reported physical resistance and compromising the balloon, ultimately resulting in the balloon rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, eccentric, de novo lesion in the moderately tortuous, 99% stenosed distal right coronary artery. During advancement of a 2.0x15 mm traveler rx balloon dilatation catheter (bdc), resistance was felt with patient anatomy. Upon inflation to 8 atmospheres the balloon ruptured. The bdc was removed without resistance and a non-abbott bdc was used to finish pre-dilatation. A 3.0x28 mm xience sierra stent was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.